Manufacturer narrative:
A visual evaluation found that the internal bolster had detached from the feeding tube. Slight remnants of the inside of the bolster were still attached to the feeding tube. The bolster was also found to be ripped in multiple places on the internal face. A mold line was found on the tube 4 millimeters from the distal end indicating that the bolster had been properly attached to the tube. The condition of the returned unit was consistent with the complaint incident that the internal bolster detached during replacement. It is most likely that due to excess force being applied to the device at the time of removal, which caused the bolster to detach. Therefore, the most probable root cause is operational context. (B)(4).

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a gastrostoma procedure performed on (B)(6), 2009. This device was used only to inject medicines. The device was washed with saline before and after use and an acidulated water for bacteria elimination. According to the complainant, during the procedure, on (B)(6), 2010, the internal bumper detached into the patient's stomach when they withdrew the device to replace it. The physician retrieved the bumper endoscopically. The procedure was completed with the new securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a gastrostoma procedure performed on (B) (6) 2009. This device was used only to inject medicines. The device was washed with saline before and after use and an acidulated water for bacteria elimination. According to the complainant, during the procedure, on (B) (6) 2010, the internal bumper detached into the patient's stomach when they withdrew the device to replace it. The physician retrieved the bumper endoscopically. The procedure was completed with the new securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The medications were administered concurrently from (B) (6) 2009 to (B) (6) 2010 till the replacement of the device. (B) (4) - device fragment detached and retrieved. The device has been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).